Event description:
It was reported that the lesion was located in the ostial left anterior descending artery with no tortuosity and no calcification. During the attempt to inflate the 2.75 x 18 mm promus, the stent delivery system (sds) balloon could not be inflated. The physician noted that the hub was broken. A promus 3.0 x15 mm stent was used to complete the procedure. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned 2.75 x 18 mm promus stent delivery system (sds) noted the stent implant was stationary on the balloon and between the markers. The proximal and middle sections of the balloon were tightly folded, the distal end was slightly relaxed. This suggests that some positive pressure may have been applied and balloon slightly inflated. The nose piece was separated at distal end of the threads and the separated edges were jagged. The outer jacket of the hypotube was not covering the proximal end, thus there was no obstruction. Using a new indeflator filled with water, a luer was inserted into the exposed hypotube and an attempt was made to pressurize the balloon, but fluid did not advance. A new .014 inch guide wire was advanced through the proximal end of the hypotube and there was no resistance noted. The balloon was again pressurized and fluid did not advance. The sds was left pressurized for a few days and the contrast dissolved, the balloon inflated, and the stent implant expanded without any abnormalities. In this case, it appears that the inflation issue is related to the separated nose piece. Factors that can contribute to hub damage/separations include, but are not limited to, manufacturing, cracks, obstructions, damage to the indeflator, or kinks in the hypotube. The inflation device used during the procedure was not returned, thus it is unknown how it may have contributed to the inflation issue. However, there was no report of any leaks or damage noted during preparation for use, which may suggest that a product deficiency did not contribute to the difficulties experienced during the procedure. It is possible that the indeflator was over torqued onto the hub causing the hub to crack and separate, although this cannot be confirmed. To help ensure this issue is not the result of manufacturing, all catheters are 100% visually inspected and leak tested prior to packaging. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database for the reported lot was performed and revealed no other incidents for inflation issue/leaks or separations. There is no indication of a product quality issue.

Event description:
Subsequent to the initial filing, additional information was received stating that a leak was noted at the hub and the stent delivery system balloon could not be fully inflated.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.